Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in an unknown coronary artery. A 3.00x12mm promus premier stent was advanced to treat the lesion. However, the stent came off and was dislodged while in coronary artery. The dislodged stent was deployed in an unintended location. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. The bumper tip was not damaged. The distal and proximal end of balloon had the appearance of having been slightly inflated, suggesting that the balloon was subjected to slight positive pressure. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in an unknown coronary artery. A 3.00x12mm promus premier stent was advanced to treat the lesion. However, the stent came off and was dislodged while in coronary artery. The dislodged stent was deployed in an unintended location. No patient complications were reported and the patient's status was fine.